Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. G2: citation: authors: slingerland m, papadakis j, staffa s, scott m, see a, orbach d, fehnel k. Management of choroid plexus tumors and the benefit of preoperative embolization in pediatric patients. World neurosurg 181:e1071-e1087 2024. 10.1016/j.wneu.2023.11. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the "management of choroid plexus tumors and the benefit of preoperative embolization in pediatric patients." The time frame of this study was from 1997 to 2021. 7 patients received preoperative embolization. All embolizations were performed after june 2008. The medtronic device used in the study was onyx-18. Despite higher surgical risk profiles, embolized patients had similar complication rates and postoperative hydrocephalus management as non-embolized patients. Embolization was particularly beneficial in patients at high risk for surgical morbidity, such as those 15 cm3. Adverse events included seizures and sigmoid sinus vein thrombosis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there were no complications related to the procedures.